Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the mini drawer pockets had failed. A field service engineer (fse) reseated the cables to the mini engines to resolve the issue, and the customer tested the station successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not detected on the bus and the storage space could not be recovered. The customer attempted to reboot the station; however, the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.